Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels and believe the insulin pump is over delivering while suspended. The blood glucose level of the customer was 54 mg/dl at the time of the incident. Other relevant blood glucose level of the customer was 212 mg/dl. The customer treated low blood glucose level with food. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for the analysis.